Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, she indicated that when she unplugged the transformer, the whole back fell off, exposing inner electronics and evidence of a "burn [mark] between where the soldered piece is connected to the wire." When she attempted to plug it back in, it sparked ("a spark came out of the outlet and the very top of the transformer"). She also indicated that she did not witness any fire or flame and that no injuries were sustained as a result of the issue. A product evaluation revealed that the transformer housing was broken, exposing inner electronics, which is a safety risk. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored. Evaluation summary: a visual examination of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry and a wire was broken loose from the pc board. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 0.0 vdc, which is not normal and indicates that the power supply is not producing the correct voltage. Resistance across the dc plug was measured open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as open, which is not normal and indicates that the thermal fuse did blow.

Event description:
The customer reported to customer service that the power supply for her breast pump felt hot a few weeks ago and then last week when she went to unplug it, the transformer housing came apart. When she attempted to plug it back in, the power supply sparked. The customer indicated that she did not witness any fire or flames and that an injury did not occur.